Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified: implanted with a lateralized liner, largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Manufacturer narrative:
D10: concomitant: (B)(6), 180-01-48 - crown cup,cluster-hole gr.48. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 72 yo female patient, initial hip implanted on (B)(6) 2019, underwent a revision procedure on (B)(6) 2023, approximately 3 years 11 months post the initial procedure. The patient presented herself in 2019 with pain of their implanted hip prosthesis, that had existed for several months. The x-ray control showed a clear decentration of the prosthetic socket and osteolysis in the acetabulum as a sign of inlay wear. The inlay was changed to a vitd-hardened, specially approved inlay (novation, xle extended coverage liner, group 1, 32mm i.d. Ref 142-32-61, sn (B)(6)), as part of the replacement operation. In addition to the inlay replacement, the solid cup integrity was determined, as well as curettage and sealing the cysts in the socket using allogeneic spongiosa, and the prosthetic head was changed. The device will be available for return following microbiology exam by the customer if the patient gives consent for the return. No further information.